Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this implantable cardioverter defibrillator (ICD), the sub-q array lead was connected to the device and low out of range shock impedances were observed. The values of the impedances were initially 0 ohms, but then varied as high as 40 ohms to then low values of 1-3 ohms. When programmed distal to proximal coil, values were stable. Shock impedances were stable with the previous device. The ICD and sub-q array were left implanted and defibrillation threshold (dft) testing was not performed. The patient is being monitored. No adverse patient effects were reported.